Manufacturer narrative:
The IFU lists pericardial effusion and esophageal fistula as a potential adverse event for the device. Initial review of event determined reporting not necessary. MDR subsequently generated after further review and comparison with other cases with a similar outcome. Note event occurred in the (B)(6) and that use in ablation procedures in 'on-label'.

Event description:
Patient presented 1 week after left sided procedure with dyspnea. CT imaging reported pneumothorax and pneumo-pericardium. Gas was surgically removed. During recovery, patient experienced myocardial infarction and stroke due to air in blood stream. Patient subsequently expired due to complications of mi and stroke. Hansen catheter was delivery catheter for celsius irrigated ablation catheter. Catheters were not returned for investigation. During index procedure, initial transeptal access ablations with sjm duo were not performed in atria, but in posterior pericardial sac. (Determined by removal of ablation flush fluid from pericardial sac via pericardiocentesis) hansen catheter was subsequently removed and remainder of procedure was completed manually. There was no malfunctions or issues reported during the index ablation procedure and the dr. Did not attribute causality to the sjm ablation catheter nor hansen device.